Manufacturer narrative:
(B)(4). No device analysis was preformed; the device met risked based analysis criteria.

Event description:
Received info the pt experienced an infection 2 weeks post implant and requested removal of the device. She had developed purulent drainage and erythema. Pt outcome is not known at this time.